Event description:
A 7.0 ph solution from (B)(6)laboratories inc. Recalled. This solution is used to calibrate phoenix meters which are used to test ph and conductivity on our dialysis machines. First alert sent out from (B)(6)laboratories on (B)(6) indicating 'bacteria growth' in 7.0 ph solution. Alert informs us to sequester all affected bottles of 7.0 ph solutions. Solution sequestered on (B)(6) 2013. All dialysis machines heat or bleach disinfected per the first alert. Second alert sent out on (B)(6). This alert changes terminology from 'bacteria growth' to 'mold.' Alert informs us to perform bleach disinfection on all dialysis machines. Machines disinfected per the alert.